Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. Three days after the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm/ stat/ intraperitoneal/ for one day), injection vancomycin (1gm/ every 3rd day/ intraperitoneal/ discontinued) and injection amikacin (125mg/ once daily/ intraperitoneal / discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the cloudy effluent and abdominal pain, however it was not reported if the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.